Event description:
It was reported that Tandem Mobi pump unexpectedly reset, and customer¿s blood glucose level rose to 517 mg/dL during this event. Customer addressed elevated BG by a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.